Event description:
New information received notes the atrial lead exhibited noise oversensing resulting in an inappropriate auto mode switch (ams) episode.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise. No intervention was performed. The patient was in stable condition and will continue to be monitored.